Manufacturer narrative:
Citation: ligere et al. Paediatric infectious endocarditis in university hospital during years 2010-2014. Cardiology in the young: volume 26, supplement 1, pages s1¿s181. 50th annual meeting of the association for european paediatric and congenital cardiology (aepc). Rome, italy. June 1-4, 2016. Doi:10.1017/s1047951116000500 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding experiences with infective endocarditis (ie) in young children. All data were collected from a single center and hospital registry data in latvia from 2010 to 2014. The study population included 10 patients (5 male and 5 female, mean age 5.2 years old) who had ie. Two of the 10 patients were implanted with a medtronic contegra conduit (unique device identifier numbers not provided). Four of the 10 patients died: 1 case of ie with hypoxic multi-organ failure, 1 case of ie with severe myocarditis and heart rhythm disorders, and 2 cases of ie with septic shock. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). The physician/authors stated that the two contegra conduit patients diagnosed with ie had vegetation of the conduit. The time from implant to ie diagnosis was not provided. No further details were provided on these cases. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects, product performance issues, or interventions were reported.